Manufacturer narrative:
Submit date: 01/05/2018. An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that two syringe plunger tips were sticking. In addition, one of the syringes is bent and one has the rubber tip slit. The customer further reports that they were not used on a patient and was found prior to their manufacturing process.

Manufacturer narrative:
A product analysis was performed as samples were returned to manufacturing site. A lot number was provided to the site. Two unpackaged samples were returned with this customer report. A visual inspection shows the improper assembly of the rubber tip to the plunger rod along with a slit in the rubber tip of one of the syringe samples. A bent rib on the plunger rod was identified on the second syringe sample. Potential contributing factors are: - the improperly seated slit rubber time may be caused by a jam in the plunger syntron or in the shuttle on the assembly machine ¿ rubber tip improperly seated ¿ incorrect amount of silicone dispersion ¿ inverted rubber tip from alignment/timing process ¿ rubber tip blowover causing incorrectly fed rubber tip. The device history record for lot 719824x was reviewed. (B)(4). Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.